Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 150 mg/dl while the sensor glucose reading was 77 mg/dl. The customer stated that the sensor went down and the pump went up. The customer calibrated and the sensor went to 80 mg/dl. The product was not returned for analysis.